Event description:
It was reported that while placing the bravo ph monitor capsule did not attach to the pt's esophagus. The pt gagged and spit the capsule out of her mouth. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.